Event description:
It was reported that a patient underwent a total vaginal hysterectomy, sling and anterior repair procedures approximately three years ago and mesh was implanted. The patient currently has stage 1-2 asymptomatic cystocele along with a symptomatic stage 2 rectocele. The patient presented with vaginal mesh exposure and a small ovarian cyst and has undergone mesh excision. Now the patient is desiring surgical management.

Manufacturer narrative:
(B)(4) - mesh exposure; cystocele; rectocele; mesh exposure. Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly. This medwatch report is in response to receipt of voluntary medwatch # (B)(4).

Manufacturer narrative:
The initial procedure was in 2011. Upon exam, the patient had developed pelvic adhesions, had several small endometriotic lesions in the pelvis, and scar tissue. The patient underwent a procedure on (B)(6) 2013 for diagnostic laparoscopy with lysis of adhesions, excision of vaginal mesh erosion, cystoscopy, posterior repair, perineorrhaphy. (B)(4).